Event description:
This is filed to report a single leaflet device attachment and tissue damage. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4+, gap, high heart rate, restricted leaflets, and frail leaflets. A mitraclip was placed laterally to make a central grasp possible and was stable. A second clip was then placed central to the first clip. The clip had a successful grasp, but while closing the clip and due to patient anatomy, the first clip detached from the anterior leaflet, causing tissue damage on the anterior leaflet. To stabilize the single leaflet device attachment and to further reduce the remaining mr, a third clip was placed medial to the second clip. The detached clip was noted to be stable on the posterior leaflet. The procedure was completed with three clips implanted. The mr was reduced to grade 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The tissue injury appears to be related to the slda. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.